Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to display the upstream occlusion message when a nurse "inadvertently clamped off the primary and secondary set" during therapy in the oncology department (medication, programmed amount and delivery rate unk). It was also reported there was no pt injury.